Manufacturer narrative:
H3. The device history was downloaded for review and indicated that the device had been set-up to deliver at a very slow rate (0.1615 ml/hr). Syringe plunger movement cannot be detected at a rate this slow. Therefore, it may have appeared to the user that the device was not delivering. When actually it was delivering as programmed. This device did not malfunction.

Event description:
The pump indicates that it is delivering but the arm is not pushing down on the syringe.